Event description:
At about 1 month and 3 weeks after the primary surgery, the patient came in reporting pain due to a dislocation of the glenosphere from the liner and the cause is unknown. The surgeon revised the liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20-jan-2023:lot 2207124: 89 items manufactured and released on 01-jun-2022. Expiration date: 2027-may-09. No anomalies found related to the problem. To date, 60 items of the same lot have been sold with no similar reported case during the period of review.clinical evaluation:revision 1 month and 3 weeks after the rsa surgery, due to dislocation of the glenosphere from the liner. The patient came in reporting pain. The surgeon revised the liner and the surgery was completed successfully. These events are normally originated by insufficient re-establishment of soft tissue tension after the operation. It must be noted however that the long stem sits proud and the lateral humeral tuberosity is not visible in the image. We have no history of the case and therefore we cannot draw final cocnlusions, but it appears to be a rather difficult and peculiar situation.